Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. Device was monitored in the oven for several hours and no button error alarm noted. No unexpected numbers ramping during testing. Also received with cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 306 mg/dl. Troubleshooting was performed. The device was returned for analysis.